Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery and replace battery now and broken pump clip. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No return is required for acc-1601.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 13.0 received the lowbatteryalert (104) on 06/08/2025 10:52:00 faster than expected at 0.06 days. Battery cycle 11.0 received the lowbatteryalert (104) on 06/08/2025 09:13:00 faster than expected at 0.03 days. Battery cycle 9.0 received the lowbatteryalert (104) on 05/29/2025 16:18:00 faster than expected at 0.03 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No replace battery now alarms on event date or seven days prior from the event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked select button on keypad overlay, stained keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, missing serial number label, cracked case battery tube area, cracked battery tube threads, partially broken off belt clip rail, and scratched case. No belt clip received with unit. The pump was cut open and no moisture or physical damage was noted during visual inspection. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Low battery, unexpected battery power loss, and short battery life, problem isolated to the electronic assemblies. Replace battery now was not confirmed during analysis. Broken belt clip accessory unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.